Event description:
Info received indicates the head section will not go up.

Manufacturer narrative:
The technician replaced the sticking CPR valve due to contamination in the hydraulic fluid to repair the bed.